Event description:
On 08/30/06, nellcor received a report where it was claimed that the flange on a 8perc tracheostomy tube separated from the tube during use on a patient. The caller reported that the flange pins broke, but the tube remained secured in place with a trach tie. The caller reported that the tube eventually "came up" so the clinician elected to replace the tube. The tube was replaced without incident.

Manufacturer narrative:
Investigation of this report is currently in progress.